Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) device could not use ECG signal normally. The unit was swapped out by customer. There were no casualties caused.

Manufacturer narrative:
Updated field: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The on-site inspection of the equipment was completed and it was found that the ECG cable was aged and damaged. The customer chose to replace it by himself a third-party cable. All functions of the equipment were checked according to the factory requirements, and the inspection results met the requirements and could be delivered to the customer for use.

Event description:
N/a.